Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that no click sound was heard when the new lead was connected to the pulse generator. The device was explanted and replaced.